Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 01/aug/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, pain, "leakage of silicone" and "multiple nodules" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side rupture, pain, "leakage of silicone" and "multiple nodules". Device has been explanted.